Event description:
The customer reported being hospitalized for hyperglycemia. The blood glucose reading was 490 mg/dl. Troubleshooting was performed. The fixed prime and high pressure tests passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as not product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.